Event description:
It was reported: "during the operation for humerus, and after inserting the nail, the drilled to insert the proximal lateral screw, but the tip of the drill broke. It was considered that the cause was that the patient was young and had good bone quality. Since there are two drills in the instrument, the used another drill and the ope completed without problem." Additional information received: it seemed that the drill was in contact with the guide wire not the nail. There was an error in the procedure: the guide wire should be pulled out first then should drill. But the guide wire was not pulled out and drilled. The surgeon confirmed that it was procedure error. The tip of the drill was removed, as well as other metal debris.

Manufacturer narrative:
Correction: please refer to catalog & gtin number. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of intense usage and slightly worn out cutting edges. The fracture surface exhibits typical signs of a sudden brittle fracture, evident by a relatively smooth surface. The shaft diameter of the drill was observed to be 3.47mm against the required diameter in the range of 3.40mm to 3.50mm. Similarly, the average hardness of the drill was observed to be 53.0 hrc against the required hardness in the range of 53.0hrc to 57.0hrc. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Through the additional information received, it was observed that during the surgery the operating surgeon drilled inside the bone with a guide wire in place. An interaction with any metal object can considerably reduce the strength of the device, which is the most likely reason of the sudden breakage of the nail. Hence the root is attributed to a user related issue. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "during the operation for humerus, and after inserting the nail, the drilled to insert the proximal lateral screw, but the tip of the drill broke. It was considered that the cause was that the patient was young and had good bone quality. Since there are two drills in the instrument, the used another drill and the ope completed without problem." Additional information received: it seemed that the drill was in contact with the guide wire not the nail. There was an error in the procedure: the guide wire should be pulled out first then should drill. But the guide wire was not pulled out and drilled. The surgeon confirmed that it was procedure error. The tip of the drill was removed, as well as other metal debris.